Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that during a trellis procedure there was a slow leak in the distal balloon. It was observed that the distal balloon self deflated after the first trellis run.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, results will be forwarded.